Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, the needle shield was observed to not be fully capped and seemed bowed. The cannula was observed to be bent at 90 degrees and pieced through the shield. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The cannula pierced through the shield could have occurred at the shield loading station of the assembly machine. From the returned photos, the needle shield seems bowed, however as no sample was received, this could not be confirmed. During the shield loading process, this bowed shield could have hit the cannula causing it to bend and pierce through the shield. Awareness training for this nonconformance will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on device history record review, no abnormality was observed during the production of the affected batches.

Event description:
It was reported that the bd eclipse¿ needle experienced the needle penetrated through the shield. The following information was provided by the initial reporter: looks like the needle has come through the cap. No description on what happened.